Manufacturer narrative:
The review of post-market surveillance data and the investigation at the manufacturer site revealed that the main factor that could lead to the side rail damage might be an excessive force applied to the side rail. This is in line with the side rail condition (with screws torn out) and the reported circumstances of the bed damage. According to the customer, the side rail was damaged when the customer staff was transferring the bed. The product instruction for use (IFU, 831.374-en rev.e), states: "ensure pathway is clear of cords, hoses and obstacles before driving bed forward or backwards¿. Moreover, the IFU instructs that the safety sides shall be checked every day by a caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ arjo device failed to meet its performance specification since the side rail was partially detached. The complaint was decided to be reportable due to the side rail partial detachment. There was no indication of the patient involvement. No injury was claimed. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The device inspection revealed that the side rail partially detached, two out of four screws holding the panel to the metal platre were ripped off. It was confirmed by the photographic evidence provided. Arjo was informed that the bed was damaged while the customer's staff was transferring it from one room to another. The bed was not in use by the patient at that time. No injury was claimed.